Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient experienced a minor infection, with minor drainage, post-operatively of the implant of the implantable neurostimulator (ins). The infection was discovered at the initial follow up visit. The patient was treated with antibiotics and ¿did well¿ with the wound noted to be as well healed. There was no evidence of erythema, drainage, or tenderness. It was also reported that the patient was able to keep the ins system and that they ¿liked it¿ and was getting good relief. Hospitalization was not required for the event and the patient outcome was reported as recovered without sequelae. The hcp was going to follow up with the patient in a month because they were still concerned about infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger upon further review of the file. (B)(4).

Event description:
It was reported that the patient fell twice and his incision had opened a little over the generator. It was noted that the patient had never fallen before having the stimulator put in. The patient was assessed by a healthcare professional (hcp) and was given oral antibiotic. The patient would be reassessed on (B)(6) 2013. Impedance testing was done. The issue was resolved however the cause of the issue was not determined. The patient was watching the incision for infection and taking antibiotics. Patient had drainage/incisional wound opening at the device pocket site. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).